Event description:
Rn reported that a pt in treatment with an althin-baxter system 1000 device gained weight. The intended ultrafiltration goal was 3 kg. The pt gained 1.5 kg. There was no pt injury or medical intervention associated with this incident per rn.